Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 47 x 58 thoracic aortic aneurysm. It was reported that during the index procedure, a left common carotid artery-left axillary (lcca-lax) bypass was performed. The left and right femoral artery (fa) were exposed and a stiff wire was inserted. The vamf4642c150tj was then inserted, at first the device was difficult to position due to the tortuosity in the descending aorta to the arch. It was removed and then another attempt was made to deliver and was successful in reaching the target location and was then deployed. An angiogram was performed and did not confirm a endoleak. A non-mdt occluder was then placed in the left subclavian artery (lsa). When a final angiogram was performed a selective pigtail flush was inserted via the femoral artery but couldn't be delivered as it got caught in the stent graft. It was reported that the graft was bent due to the tortuosity of the arch so a reliant balloon was used and apposed inside the graft. The procedure was then completed. Just over two weeks post the index procedure, the patient was emergently transferred to hospital due to chest pain and a retrograde type a dissection was diagnosed. Intervention was carried out and a ascending aortic replacement surgery was performed. Following this the patient was transferred to ICU. It was said that the patient hemodynamic status never fully recovered from the procedure with continuous blood loss and the patient subsequently expired the next day. As per the physician the cause of the event was due to the patient's blood vessel morphology and it was noted that the dissection was an unavoidable consequence of this. No additional clinical sequalae were provided and the patient is expired.